Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 2.3 inr on the coaguchek xs system, and 1.7 inr and 1.6 inr on a professional coaguchek xs system. Patient's coumadin dose was increased based on the professional device results. No adverse event reported. Requested return of suspect system and replacement was sent.